Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by partner 3 clinical trials, approximately 2 years 9 months post implant, the patient presented to the emergency department with shortness of breath and was admitted for evaluation. Echo reported prosthetic valve stenosis. The patient's peak velocities elevated 464 cm/s, mean gradient 41mmhg. The 30 day echo noted systolic anterior motion, but 'not with gradients this high'.

Manufacturer narrative:
It was originally reported by partner 3 clinical trials, that approximately 2 years 9 months post implant, the patient presented to the emergency department with shortness of breath and was admitted for evaluation. Echo reported prosthetic valve stenosis. The patient's peak velocities elevated 464 cm/s, mean gradient 41mmhg. The 30 day echo noted systolic anterior motion, but 'not with gradients this high'. However, per the medical records reviewed, the shortness of breath was due to pneumonia in the setting of patient status post lobectomy. The tte findings (41.3 mmhg, peak velocity 464 cm/s) were not considered to be reliable because the imaging from this exam was limited, and aortic valve was very poorly seen. In addition, there was significant discrepancy between this tte report and the results of the tte (with better quality imaging of the aortic valve) from earlier in the same month. The prior tte had reported similar values to the studies done on previous years throughout the follow up period and no valve dysfunction. A CT done during this admission reported thv in good anatomic position and concentric lv hypertrophy. The available information underwent additional clinical review, and it was determined that in this case, no serious injury was reported. As the valve function was stable and unchanged since the tavr procedure, there are no allegations or indications of an edwards lifesciences device malfunction. The high gradients in the mid-lv post valve deployment were reported to be due to dynamic lvot obstruction with some degree of sam. Per the implant physician, the prosthesis appeared to be functioning normally and the event was considered to be unrelated to the device. Therefore, it has been determined that this even does not meet the criteria of a complaint or reportable event.

Manufacturer narrative:
Per the tavr admission discharge tte report, the aortic valve had a mean gradient of 32 mmhg, peak velocity 361 cm/sec, trace paravalvular leak, no central regurgitation. There was a 'dynamic lvot obstruction with some degree of systolic anterior motion (sam) of the mitral valve anterior leaflet, thus the aortic valve (av) area was not measurable. There was high residual gradient noted. The 30-day follow up visit tte, the aortic valve had a mean gradient of 32 mmhg, trace paravalvular leak, no central regurgitation. 'Lvot dynamic obstruction, thus ava is not measurable. High residual gradient but prostheis appears to function normally'. Per the physician's notes, the patient's baseline echo showed entire inferior ventricle wall hyperkinetic. Some left ventricle (lv) hypertrophy was also present. Post tavr procedure the echo showed intracavitary gradient in the mid-lv and the left atrial size was severely enlarged. 30-day tte showed some intracavitary gradient and the mitral valve contributing to increased flow velocity. Tropolol was increased to 100mg. This was not considered to be related to the device. The 1-year follow up visit reported an aortic valve mean gradient of 30.1 mmhg, trace paravalvular leak, no central regurgitation. 'Lvot dynamic acceleration, thus ava not measurable.' Approximately 2 years 9 months post implant the patient returned to the hospital 4 days after being discharged after a left upper lobe lobectomy due to small cell lung cancer. A tte done upon admission reported that the aortic gradient across the prosthetic valve was above the expected range, mean gradient 23 mmhg, peak velocity 329.2 cm/s, there was mild paravalvular leak. An additional tte study done a week later reported mean gradient 41.3 mmhg, peak velocity 464 cm/s, there was no significant aortic regurgitation. There is moderate to severe aortic stenosis but the aortic valve was not well visualized due to technical difficulties. Per the facility, this tte results were not considered to be significant, because the imaging from this exam was limited, and aortic valve was very poorly seen. In addition, there was significant discrepancy between this tte report and the results of the tte (with better quality imaging of the aortic valve) from earlier in the same month. The prior tte had reported similar values to the studies done on previous years throughout the follow up period and no valve dysfunction. A CT done during this admission reported thv in good anatomic position and concentric lv hypertrophy. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native mitral valve leaflet prolapse impeding prosthetic leaflet motion. Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). The IFU also cautions that residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no report of an s3 malfunction or adverse related to the s3 valve. The high residual gradients present post deployment of the thv in the native aortic valve were reported to be due to patient factors and remained stable throughout the follow up visits post tavr: systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot). Per the implant physician, the thv appeared to be functioning normally and the high residual gradient was considered to be unrelated to the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.